Manufacturer narrative:
Onsite testing of the involved devices by a spacelabs field service engineer confirmed the equipment performed to specifications. The testing was witnessed by a facility staff member. A spacelabs lead software engineer reviewed the patient retrospective database provided by the customer. The database review confirmed there was a 12 beat run of vtach at the reported time. The monitor did not produce an alarm for this event since the customer had disabled the automatic lead switch (als) feature. The receiver module processes all available leads from the transmitter for arrhythmia and alarm monitor display as determined by the ECG algorithm. The customer chose to view one ECG lead at the monitor and could not see that another lead had intermittently lost patient contact during the reported event. A text message was displayed at the monitor to ¿check c¿ and the heart rate displayed was ¿???¿. This message is to alert the customer to check the patient lead. Had the als feature been enabled, the ECG algorithm would have been directed to ignore the lost lead and alarm for vtach. There was no equipment malfunction. This report is considered final and the issue is closed. Placeholder.

Event description:
Spacelabs received a report that a telemetry patient monitored with transmitter model 90343-05, receiver module model 90478, and central monitor model 91387-38 did not generate an alarm for a witnessed run of ventricular tachycardia (vtach) at 11:31 p.m. On (B)(6) 2015. No one was injured as a result of this event.